Event description:
It was reported by the end user of a pea sized open area to left of stoma under mass. Area is scabbed over and dry.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End user saw doctor and was prescribed bactroban ointment, as well as reviewed skin care. Current skincare consists of using safclens to clean, reliamed adhesive remover and allkare adhesive remover. It was further stated the end user is using wafer too small for stoma. Samples of correct size will be sent. End user was advised to use mild soap and water for cleansing. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. (B)(4).